Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation was unable to duplicate the reported issue. The lock had slight rotational movement, however when properly positioned and put under pressure, there was no movement. Due to the patient injury, the unit was sent to quality engineering (qe) for further investigation. Further investigation by qe confirmed the service & repair findings noting that the returned unit was in good condition with slight movement in the swivel lock. Any worn components will be replaced with new parts, along with general maintenance and cleaning. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) failed to hold pressure after the patient was positioned with 80 pounds pressure, resulting in an unspecified injury to the patient. It is unknown if there was surgical delay. Additional information has been requested.